Event description:
The treatment chair (device) provides a heat system for the purpose of comfort during a treatment procedure. This chair has been in use since 01/2011. The healthcare provider at the facility noticed flashing indicator lights on the heat button (e.g., user interface). This status indicates an issue was detected with the heating elements. The heat system is automatically disabled as a result of this detection. The healthcare provider also noticed a dislocation of the chair's back pad. The observations were reported to facility maintenance personnel. Maintenance removed the device form service. When lifting the back pad, maintenance personnel observed a charring underneath the back pad. The facility reported these observations to the company representative (dealer). The dealer in turn, immediately notified manufacturer's complaint handling unit. No patient was involved with this incident. Maintenance and cleaning - typical: the device is surface cleaned after treatment / use on a daily basis. Information obtained via interview with facility.

Manufacturer narrative:
No patient(s) involved in the noted incident. The treatment chair (device) provides a heat system in the seat and back lumbar area for user comfort during treatment procedures. The user initiates the heat cycle (by pressing the heat button to select setting (h/m/l). Evaluation summary: containment - the facility was directed to unplug (lock/ tag out) all units (47 plus incident unit) until further inspection and applicable action by manufacturer. March 26, 2014: the incident device was inspected at the local dealer by manufacturing technical personnel. It was observed that the insulation of the seat heat element had been compromised and shorted leading to an overheating malfunction of the back heat element. The unit was returned to manufacturer on march 28, 2014 for further evaluation and refurbishing. March 31, 2014: all remaining devices (qty 47) were inspected by manufacturer technical and service personnel to ensure proper routing and strain relief of the harnessing. Upon completion of any repairs, all units at the facility were returned to full service. There was no evidence of any degradation of the device(s) due to elevated temperature / time of use.